Event description:
A pt capillary sample was tested, using the suspect device, with a result of "hi" (>600 mg/dl). Seven minutes earlier, a venous sample was reportedly obtained from the same pt, and when tested in the facility's lab, measured 81 mg/dl. Reporter noted that pt was not treated based on the value obtained on the suspect device. Reporter indicated that pt is currently on total parenteral nutrition and is receiving intravenous infusions of insulin or dextrose as necessary. Quality control testing had reportedly been performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.